Manufacturer narrative:
Continuation of d10: product ID: neu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via friend/family member who was using an external neurostimulator (ens) for urge incontinence. The basic evaluation began on (B)(6) 2022. It was reported that the patient was experiencing pain, discomfort, and bleeding. Incision site is painful and tape is causing irritation. Patient mentioned she is still having pain from procedure at incision site, and the tape was coming off. Additional information was received from the patient. They reported that during the trial the "whole thing was infected" but they had success with the therapy so that was why they had moved on with the permanent implant.